Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number: (B)(4). This report is being filed to relay additional information. The customer returned an air dermatome device, serial number: (B)(6), for evaluation. Product review of the air dermatome on october 14, 2019 revealed that the calibration at the zero setting only. The motor speed was within specifications and the control bar was in the correct position. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on october 14, 2019 which included replacement of the semi-circle bearings and vespel bearings. Air dermatome, serial number: (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. The root cause of the reported event cannot be specifically determined with the provided information because the reported event was unable to be reproduced during evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted. Foreign source: (B)(6).

Event description:
It has been reported product is skipping on skin. The event occurred before surgery on a unspecified day in september. No delay reported. No adverse events were reported as a result of this malfunction.